Manufacturer narrative:
Insulin pump received with scratched case, minor scratched lcd window, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the clear plastic on top of the reservoir compartment came off. Customer's blood glucose was 6.7 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.